Manufacturer narrative:
The local area field representative was contacted to additional information. At this time, no further information is available. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient was undergoing an unrelated surgery, and a magnet was placed over the device, however, when electrocautery was used, pacing was inhibited. Boston scientific technical services (ts) discussed that a magnet will not change the programmed pacing therapy, and recommended reprogramming the device to an asynchronous pacing mode. This ICD remains in service. No adverse patient effects were reported. Additional information was received, this ICD was explanted due to normal battery depletion (nbd) and returned to boston scientific. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted to additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient was undergoing an unrelated surgery, and a magnet was placed over the device, however, when electrocautery was used, pacing was inhibited. Boston scientific technical services (ts) discussed that a magnet will not change the programmed pacing therapy, and recommended reprogramming the device to an asynchronous pacing mode. This ICD remains in service. No adverse patient effects were reported.